Event description:
The patient claimed that was admitted into the hospital on (B)(6) 2011 with elevated blood glucose of 300-450 mg/dl around the same time she received her animas replacement pump. The patient did not have any symptoms to suggest acute complication of diabetes at the time of concern. The patient was treated with IV drip during her hospital stay. The patient called for assistance with her animas pump. She received the replacement pump and wanted to make sure she is programming the pump correctly. The animas representative was able to walk the patient through adjusting the animas pump accordingly. The issue was resolved. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due possible user error and because the patient received treatment suggestive for hyperglycemia while she managed her diabetes with the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.